Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.d4: catalog number is unknown. D4: UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the pump had a no disposable pump won't run error while in use. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported issue cannot be determined as no sample was received in order to perform any evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing device history record DHR review was not performed as no lot number information has been received., corrected data: d4: correction: model number: unknown, no information provided. G3: correction: report source: other, mw5109512.